Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and was no longer providing pacing therapy. An interrogation attempt through quick start and manually through the pg menu were both unsuccessful. An interrogation of the device in demo mode noted the model/serial inforamtion was missing. Tones could not be obtained with a magnet. It was further reported that at a patient follow-up in october, the ICD was functioning normally.